Event description:
My (B)(6) y/o had a sensor fail with the dexcom g6. This has been a regular occurrence since we started using it in september. She can get 5-7 days out of it before it starts losing signal and failing. We make absolutely sure to follow all directions to the letter for application and use. Whenever we call they replace the sensor but even after I've explained how often this has happened, there's no interest in looking into it. Between this, applicators jamming and the massive cut with no communication, we are losing faith in the company. I'm extremely grateful for the product, because when it works, it's amazing. But the frequency of failures has made her want to stop using the product. FDA safety report ID# (B)(4).